Event description:
Treatment of a davf (dural arteriovenous fistula) in the middle meningeal artery. On (B)(6) 2014, the patient underwent onyx embolization treatment. During the onyx injection, it was reported the catheter ruptured in the eca (external carotid artery) distal branches. It was noted that the onyx was injected at a usual rate and the longest pause time between injections was 45 seconds. The physician thinks that the tip may have been plugged by waiting too long between injections. Same event as MDR# 2029214-2014-00366

Manufacturer narrative:
The marathon catheter and empty onyx syringe attached was returned for evaluation and it was found ruptured at approximately 7cm from the catheter tip. The catheter appeared to have ruptured due to over-pressurization as a result of an occlusion (i.e. Solidified onyx / kink) within the catheter, resulting in pressures exceeding the limits of the catheter. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).